Event description:
It was reported following placement of this jugular filter, fluoroscopic examination indicated the filter was placed upside down. Another filter successfully placed without any pt complications. This device remains implanted. Therefore, no failure analysis will be available. A review of the device history record for this lot was performed and no mfg discrepancies were noted. Films taken to the filter during the mfg process confirmed the filter was loaded appropriately. F/u revealed a pre-placement cavogram was not performed prior to filter placement. Although under fluoroscopic exam it appeared the filter was upside down, an abdominal radiograph was not taken to confirm filter placement as recommended in instructions for use. Additionally, the device history record did not indicate any mfg discrepancies and films taken of the filter during the mfg process confirmed the filter was loaded appropriately. Therefore, co is unable to determine the exact cause for this event. Directions for use state: "an inferior vena cavogram must be performed prior to titanium greenfield venacava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe... An abdominal radiograph should be obtained to document filter position... F/u x-rays should be performed to verify treatment validity and proper titanium greenfield vena cava filter placement."